Event description:
The vorp 503 is not approved for the us market. The initial report with MFR number 9710014-2019-00198 was inadvertently sent. Please disregard the report which was received. There will be no further reports submitted in relation to this case.

Manufacturer narrative:
The vorp 503 is not approved for the us market. The initial report with MFR number 9710014-2019-00198 was inadvertently sent. Please disregard the report which was received. There will be no further reports submitted in relation to this case.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery was being done to try to fix the coupler on the short process of the incus. The surgeon inadvertently cut the connecting cable in the process. The user was reimplanted.